Event description:
The customer reported a blood leak coming from the aspiration needle/collar of the unicel dxh 800 coulter cellular analysis system. The customer could not estimate the volume of the leak but noted that the leak was contained inside the instrument. The customer was wearing gown, gloves and goggles and no injury or exposure was reported. Patient results were not affected and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) worked with the customer over the phone. The customer noted that the probe wash collar was not tightened down and was shifting up. This was causing diluent and blood to spit out when the probe wash collar was cleaning the probe. Per fse's instructions, the customer placed the collar properly and tightened it down. The customer ran probe wash collar alignment in diagnostics and issue was resolved by the customer with the help of the fse over the phone.

Manufacturer narrative:
Method: evaluation was done over the phone. Results: probe was collar. (B)(4).